Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced worsening incontinence, obstruction, and fistula. It was also reported that the patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and cystocele. It was reported that the patient underwent a mesh implantation and repair of anterior mesh erosion on (B)(6) 2011. It was reported that the patient underwent repair of vesicovaginal fistula with closure of peritoneal flap, transvaginal urethrolysis and total mesh excision on (B)(6) 2011 due to erosion and bladder outlet obstruction.